Manufacturer narrative:
Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had a stroke and fall on (B)(6) 2022 with MRI performed on (B)(6) 2022. Caller believed the ins was placed into MRI mode and confirmed in the event log that there was a on/off event at 4:13 pm on (B)(6) 2022, followed by off/on event at 4:40 pm with stim at 4.0 ma and no change until (B)(6) 2022. Caller stated that on (B)(6) 2022, patient's spouse attempted to increase stim as patient had return of frequency and incontinence symptoms but they were unable to adjust stim and received "max settings have been reached" message. Caller stated that patient had been doing well up until their stroke/fall but it was unclear when the return of symptoms started - whether it was immediately right after the stroke/fall or if it was later on. Caller had checked impedances and all pairs/contacts were showing over 4k ohms and caller wasn't able to increase any programs past around 0.1 or 0.6 ma. The issue was not resolved through troubleshooting. Reviewed that high impedances can cause "max settings" message and not being able to increase past very low amplitudes. Reviewed that system was probably damaged or lead became disconnected during the fall, leading to the high impedances. Reviewed that since all contacts are out of range there isn't a possibility for reprogramming and likely hcp will need to consider lead revision. Suggested they obtain imaging prior to going intra-op to see if they can confirm where the issue may be along the system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They stated that the fall's effect on the device was unknown. The cause of the maximum settings and high impedances was also unknown and not determined. The device was replaced on (B)(6) 2023.